Event description:
A patient reported everything was going fine until she had chemo and now her symptoms have back and she has diarrhea too. The patient noted she does not feel stimulation. It was added the stimulation was on and on program 3 at 0.5 v. The patient noted they have an appointment with their healthcare professional (hcp) on (B)(6). The patient reported radiation therapy could be related to the issue. It is very powerful chemotherapy. The patient stated their return of symptoms were sudden in on set. The patient stated close to 3 weeks ago there was a dramatic change in control of intestines and bladder. Additional information from the patient reported urine is much better. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.